Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 09/21/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There was no clear image observed in the photograph. An investigation was conducted on 09/26/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed. A clear image was able to be obtained. There was no halo observed in the image. Based on the returned condition of the device as well as the evaluation results, the reported failure "no display/image" was not confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system a lot history record review was completed for lots 3000310058, 3000309442, and 3000308060 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure that the dissection conical tip of the vasoview 7 xb bisector (us) appeared to have a halo when viewing from the monitor. No procedural delay reported. A second device was used to complete the procedure, and there was no harm to the patient.